Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor which passed with accurate readings however, found the sensor cannula was bent. Unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Event description:
It was reported that the customer had high blood glucose levels of 494 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer reported that sensor glucose reading was 53 mg/dl where the actual blood glucose level was 494 mg/dl. Troubleshooting was done. The customer reported a bent sensor from the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.